Manufacturer narrative:
The customer reported discrepant patient results with calcium (ca) method across multiple instruments in their network. A review of the sample transportation and storage process shows they are in 4 ml plasma tubes with gel separator light green in color spun at 2500 rpms for 10 minutes in a refrigerated centrifuge. The samples are then stored overnight at 6 degrees celsius. The samples are boxed in the refrigerator and then picked up by a courier and driven to the customer site which is about 45 minutes away. If received during the weekend, the samples are poured off and frozen until monday when they are delivered to the customer site. It is not clear if the samples remained in the box and are put in bag by the courier or if the samples are removed. On (B)(6) 2016 the customer ran comparison testing between samples run at the sister site and retested at their site. The customer stated they received plasma samples for ca and parathyroid hormone (pth) testing and the results do not match for ca when compared to the comprehensive/basic metabolic (bmp) profile results from the alternate site. The customer did not observe any change in quality control (qc) or patient results when tested with a new calibrator lot. The customer was instructed to run precisions: cup to cup and instrument to instrument, which resulted as acceptable, verifying accuracy of the results across the instruments. Siemens headquarter support center (hsc) is investigating the issue.

Event description:
The operator of a dimension vista 500 instrument called into siemens customer care center (ccc). The customer stated that calcium sample results obtained on their instrument (B)(4) do not match with the results obtained on an alternate dimension vista instrument (B)(4) at a sister site. Physicians have questioned results and are seeing differences in patients > 1.0 mg/dl. The customer provided patient data which indicated discordant calcium (ca) results were obtained on two patient samples. The results did not match when compared between the two dimension vista instruments. At a later date, two different sample tubes drawn from the same patient were tested on the dimension vista 500 instrument. One of the samples resulted as expected, and the other sample resulted falsely elevated. Both tubes were repeated on their alternate instrument, one sample resulted as expected, and the other, resulted lower. It is unknown if the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, ca results.